Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was received the power converter of the subject device and checked and found followings; [investigation result] -it was confirmed and duplicated the reported phenomenon by performing a startup test of incorporating the power converter of the subject device to clv-s190 owned by omsc which is same model of the subject device. -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [Conclusions] the converter of the subject device malfunctioned again within 6 months from the previous replacement. No irregularities (such as adherence of dust, corrosion, fluids entering the device, and burn trace) were confirmed on the appearance of the converter of the subject device. For this reason, the converter might have malfunctioned due to accidental failure of the converter components. Because of the converter malfunction, the power could not be supplied to the examination lamp (xenon lamp) and the lamp ignition failure was detected. Thus, the error, e103 might have occurred. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and found that the reported phenomena were duplicated due to the failure of the converter. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the examination lamp (xenon lamp) of the subject device was not lit but turned to the emergency lamp and the error code e103 which indicates the subject device is broken down was displayed during preparation for use. There was no report of patient injury associated with the event.